Event description:
Multiple events: pump had a battery failure. Beeped twice, and then turned off. Pump had a battery failure. Pump failed and blinked red for battery alert while infusing norepi. Battery alert sounded and red screen went appeared. Infusion stopped infusing. Pump had a battery failure. Pump failure screen, pump removed from circulation and returned to equipment services pump failure screen, pump removed from circulation and returned to equipment services. IV pump continues to shut off without notice due to battery failure. Pump battery continues to say low battery even while plugged. Multiple outlets used. IV pump states the battery is inoperable and will continue to alarm battery pump failure. Screen on pump displayed failure. Upon entering patient's room, pump was displaying "battery alert" message while plugged into wall. No harm to patient, alternative pump available and used. Upon arrival in room, pump indicated battery alert even though plugged into wall. IV pump had a battery fail and turned off while running an infusion of norepi. Pump had a red screen saying battery operation may not be available. Battery alerted, even though pump was plugged in and charged. Pump turned red with battery alert and turned off while infusing norepinephrine. Pump alerted battery failure despite being charged. Pump alerted "no battery life" alert on a red background IV pump stated," battery fail". Pump will not turn on. Pump found to have no battery life despite being plugged in. Pump alerted battery failure. IV pump was beeping and it said on the screen that it was a battery failure. Manufacturer response for IV infusion pump, baxter sigma spectrum infusion pump (per site reporter). They are sending additional loaner pumps and staff to assist with repairing pumps in house. Additionally the manufacturer is sending new batteries to assist with the issue.